Event description:
A customer reported to baxter (B)(4) of a y-type cath ext set/male lueradapter in which the y on the extension set disconnects during an infusion.there was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: five units were received for evaluation purposes related to leaks separated condition. A visual inspection was performed and no defects were observed. Functional tests were performed. Slide clamps were opened and closed, female luer adapter was attached to fluid source, eliminating the air. Insert the male luer adapter to the vascular access device using firm push and twist movement to ensure the connection. Four units from the five failed the test since a leak condition was observed between tubing and the assembly of the y-vinyl junction. Pressure test was performed at 8psi, where four unit failed to the test. Four units do not meet with the specification requirements since the leak condition is categorized as a defect. The condition was confirmed. This report addresses one of the samples evaluated. The root cause is not identified. Additional information: this issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.